Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations for the pinnacle mtl ins neut36idx58od (metal liner) and articuleze m head 36mm +8.5 (metal head). A previous review of the device history records for the pinnacle mtl ins neut36idx58od did not reveal any related manufacturing deviations or anomalies. Per wi-3430 a review of the device history records for the head and liner is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/7/2014-pfs and medical records received. Litigation also alleges right leg being shorter than the let. After review of the medical records the primary operative note indicates the surgeon knew there was a leg length discrepancy, but was unable to increase the length to decrease the discrepancy. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and elevated levels of cobalt and chromium found in blood stream.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.